Manufacturer narrative:
Device eval: one used device was returned for evaluation. The device history record was reviewed and found no exception documents. The device was visually inspected and the complaint was confirmed. The device was received with cannula lodged in catheter. The suspect device was manufactured prior to implementing material improvements to minimize the potential for this failure mode. Device history record was reviewed.

Event description:
The trocar is sticking in the catheter upon insertion for a thoracentesis drainage procedure. No harm or injury reported.